Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Details that could have led to the event and add relevant information if applicable/troubleshooting. The customer reported that the no delivery alarm was found. Customer states insulin did not exit the tubing.. The insulin pump will be returned for analysis